Event description:
The scrub technician reported that the vitrectomy probe stopped cutting and continued aspirating during vitrectomy surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Review of the device history record indicates the order was built to specification. The vitrectomy probe was visually examined using 25x magnification. The vitrectomy probe was determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut tests were all deemed conforming. The vitrectomy probe was determined to be conforming to all visual and functional specifications.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).